Event description:
The customer stated he passed out from hypoglycemia. The paramedics were called and gave him a glucose injection. He was then able to eat a couple of candy bars, after which time the paramedics tested his blood glucose with a result of 71mg/dl. He retested himself on his contour next ez. The reading was 111mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The strip information was not provided. Product was not expected to be returned. Product was not replaced.